Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt on (B)(6) 2010 for administration of a clinical trial drug. According to treating physician, pt showed an elevated level of white blood cells in cerebrospinal fluid in (B)(6) 2012. In (B)(6) 2012, the pt was hospitalized for vancomycin treatment due to suspicion of bacterial infection; the pt¿s white blood cell count returned to normal range after this treatment. According to treating physician, on (B)(6) 2012 the pt¿s white blood cell count was found elevated. Pt was hospitalized for observation and treated with paracetamol for subfebrile temperature. Device was explanted surgically on (B)(6) 2012. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.